Manufacturer narrative:
The customer did not return the suspected product for evaluation. Since the serial # of the affected meter provided by the customer was invalid, a device history record could not be reviewed. Since the event is from united kingdom, foreign has been checked off in section g3.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight were not provided. The model # was not provided. Device serial # provided by the customer was invalid, therefore, no information was captured under serial #. Since the serial # was not available, device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that after she ate her dinner, she was feeling sick and dizzy, which she related to hyperglycemic symptom. She attempted to perform a blood glucose test using the contour next link meter and obtained an error message displaying "call ascensia". The customer attempted to test multiple times from different boxes of test strips but could not receive a numerical value. The customer did not have a back-up meter, so she could not check her blood sugar levels. The customer called medical assistance, however, no treatment was provided to the customer. After realizing that she could not perform test and was feeling sick, she administered 8 units of insulin and drank a copious quantity of water, after which she felt better. The customer woke every two hours to make sure her condition did not worsen. The following day, she purchased a new meter from the local chemist and performed testing obtaining a reading of 17 mmol/l. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.